Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. Visual examination and x-ray found that outer insulation was twisted and inner coil inside the connector region was overtorqued. The twisted outer insulation was a result of the excessive torque applied. (B)(4).

Event description:
It was reported that good sensing values could not be obtained during implantation of the lead. Another lead was used and the patient was in good condition.